Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the console was getting an error code 2 when using the handpiece during the functional endoscopic sinus surgery procedure. They tried to reboot the console and tried a new handpiece but neither option worked. The procedure was cancelled and the patient was under the anesthesia. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider confirmed that the adapter to the drill was the one giving them issues.